Event description:
Explant of catheter rpeorted per annual device tracking report due to "catheter neuritis". Repeated requests for additional information about this event have been unanswered. A supplemental medwatch report will filed if add'l information becomes available. Annual report indicates that physician of record no longer is following the patient.